Manufacturer narrative:
Result: the incorrect footboard was used on the bed. Assembled the footboard with the correct footboard modules and returned to service.

Event description:
It was reported by service report that the bed exit and scale were not functioning. No pt involvement or adverse consequences were reported.